Manufacturer narrative:
Pt age and weight: unknown. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned product showed a tear across the haptic into the optic and a piece of the lens had been cut off. There was evidence of a clear surgical residue. (B)(4).

Manufacturer narrative:
Aa4203tl silicone single piece lens with toric optic. Method: medical review. Results: per medical review - reportedly, intraoperative lens exchange was performed to address optic tear of the single-piece silicone toric iol. Incision was not enlarged for removal of the damaged lens. Another lens was successfully implanted and one suture was placed. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the surgeon indicated that the lens was damaged during loading but the tear was not observed until it was inserted in the eye. Given this information the most likely cause of the event was user error during handling/loading. (B)(4).

Manufacturer narrative:
Adverse event. Required intervention to prevent permanent impairment/damage (services). (B)(4).

Event description:
The surgeon reported a tear was observed as he was advancing the aa4203tl silicone three piece lens into the patient's eye. The surgeon cut the lens, removed and replaced it without any injury to the patient. A suture closed the wound. The reporter indicated the damaged was the result of a loading error.